Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disposable cassette was leaking from a pinhole in the cassette tubing. The pinhole was located on the cassette tubing where the cassette and transfer set connect. This event occurred during dwell 2. The home patient stopped therapy immediately and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage test, clamp function test, and device-device interaction testing. No issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.